Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:failed hardware with left foot drop procedure: posterior spine fusion(psf) with transverse lumbar interbody fusion(tlif) levels: l4-s1 it was reported that post-op, a cage moved from its position. Hence, a revision surgery was performed in which it was found one of the set screw was not tight in the head of the screw. The patient had an injury (foot drop) which was attributed to the event.

Manufacturer narrative:
Product analysis: the set screw was returned with no visible signs of damage. The threads of the set screw were functionally tested using a go/nogo gauge and passed. The node of the set screw had a slight deformation to one side. With only the set screw being returned no further analysis can be done to try and identify the root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: x-ray review: post-op and post revision x-rays are provided for l4-s1 fusion. No obvious hardware failure is identified, image quality precludes connect on the pre-revision films regarding cage positioning and hardware positioning. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017: the patient was pre-operatively diagnosed with disc herniation, l4-5; previous fusion, l5-s1 and underwent the following procedures: transforaminal lumbar interbody fusion, l 4-5; posterior spinal fusion, l 4-5; segmental instrumentation, l4-5-s1; hardware removal, l5-s1; exploration of fusion, l5-s1; iliac crest aspirate from the left. As per op-notes," the patient did not have severe canal stenosis, so laminectomy was just done to get exposure to do the interbody fusion. Once I had good access over the disc space, I made annulotomy and removed the disc with pituitaries, curettes, kerrisons, and disc space shavers. Once the disc was removed well, I used an endplate scraper with a rasp to prepare the endplates for fusion. I then packed the disc space full of bone and used bone tamps to compact the bone. I then inserted my interbody cage. It had excellent purchase in the endplates and it distracted the disc space nicely. I then placed rods in the pedicle screws, compressed slightly on the left hand side to help seat my cage into the end-plates. I grasped the cage with a tonsil. There was no motion between the cage and the endplates." The patient tolerated the procedure well without any intra-operative complications. (B)(6) 2017: the patient presented for a follow-up x-ray of the lumbar spine. Findings: very mild degenerative disc disease throughout the lumbar spine with small end-plate osteophyte formation, however, the inter-vertebral disc spaces are relatively well maintained; no acute abnormality. (B)(6) 2017: the patient presented for a follow-up visit. Assessment: failed hardware; left food drop. Notes: 'the patient had been doing quite well. His radiculopathy from his right side herniation had gone away, but 2 weeks ago, he started getting left side radicular pain l5 dermatome as well as s1 dermatome, and 5 days ago developed slapping of his left foot when he walks. He has profound weakness, 2/5 strength in the anterior tib, ehl, and gastroc on the left. Anterior tib and ehl are actually worse than the gastroc. The gastroc is probably 3/5, but severe pain. Walking with a horrible steppage gait. His wound looks great today over his lumbar spine where we did x-rays, and we can see that he has clear-cut retropulsion of his cage at l4-5. We can tell a big difference in where the cage is located today and where it was located on (B)(6) 2017.' (B)(6) 2017: the patient was pre-operatively diagnosed with displaced interbody cage, l4-5/failed hardware and underwent the following procedures: removal of set screws, l4, l5, s1, left and right; removal of rods, left and right side; removal of interbody cage, l4-5; revision of transforaminal lumbar interbody fusion, l4-5; insertion of interbody cage, l4-5. As per op-notes," the left l4 screw, the set screw was still in the pedicle screw, but it was rotating around the rod. The screw was not grossly loose, meaning the set screw I could not just take it out with my fingers or a pair of pickups, actually did have to put the special tool to remove the set screws into the set screw and then back it out. I then went ahead and removed all of the set screws, left and right side, and removed the rods." The patient tolerated the procedure well without any intra-operative complications. (B)(6) 2017: the patient presented for a follow-up x-ray of the lumbar spine. Assessment: low back pain; disc degeneration. Notes: "his strength is returning. He is 3/5 in the anterior tib and ehl today and much better than he was before surgery. His radicular pain is all gone, and his wound looks great. X-rays look good."